Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that the patient was initially implanted with a cervical locking compression plate variable angle (lcp-va) plate and screws for c6-c7 fusion. The patient was returned to the o.r. On (B)(6) 2013 for removal due to adjacent level disease. The patient was fused at c6-c7 and was implanted with an anterior cervical discectomy and fusion (acdf) plate to fuse c5-c6. During screw removal the tines on two screwdrivers broke with a 3rd driver being damaged. This is 4 of 5 reports for complaint (B)(4).

Manufacturer narrative:
Product development event evaluation was conducted. The report indicates that the part 03.610.602 is a short self-retaining screwdriver (cannulated version) for quick lock screw used with cervical spine locking plates. Three parts 03.610.602 from different lot numbers where returned; the prongs of part from lot #3749066 are received broken off and the prongs of the remaining two part lot #3658676 and #3397599 are received slightly bent. The applicable technique guide was reviewed. The surgeon can also use this driver to remove quick lock screws. It should be noted that if the driver is not fully seated in place and/or coaxial with the screw, the driver is susceptible to bending failure of the prongs. The evidence of the returned parts indicates this condition could occur in field (during implant removal) and contributed to this failure. The associated drawing were reviewed, the drawings call out the appropriated dimensions, material (custom 465) and finishing processes for a successful driver instrument. Per previous evaluation, the torque force for a shear failure of the prongs for a full seated in place driver resulting was calculated as 4.8nm which is sufficient for lagging cervical screws. For comparison, the anterior cervical locking plate system includes a 2.5 nm torque limiting handle 389.482 to insert and final tighten self-drilling screws. The quick lock screws dictate the driver use. The complaint history for this instrument 03.610.602 was reviewed from january 2006 to november 2013. Based on the evaluation results, the instrument has sufficient capacity when fully seated in place however this condition when it was used is unknown. The disposition for this complaint from a design perspective is indeterminate.